Manufacturer narrative:
The returned lead was thoroughly analyzed visually and electrically. The measurement of the pacing impedance in an electrically conductive solution returned values higher than 3000 ohm and thus confirms the complaint. The direct-current resistances of the inner and outer conductor helix are, however, with the specification, thus a conductor fracture can be ruled out. The visual analysis of the lead showed a whitish deposit at the tip electrode that is with high probability the result of excessive calcification during the implanted state. It cannot be ruled out that this deposit has contributed to the high impedance values and the increase in the pacing threshold. The further analysis of the lead found slight signs of abrasion about 55 cm distal of the connector pin, as well as a detachment of the tip electrode from the adhesive connection of the ring electrode. The latter damage is probably a result of strong pull forces during the explantation. In summary, the analysis of the lead and the pacemaker did not show any indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the patient came to the hospital about 20 months after implant because of a syncope. An increase in impedance of the rv lead to >2500 ohm and an increase in the pacing threshold to 2.6 v @ 0.4 ms were detected. The x-ray showed that the lead had become dislodged from the rv apex into the septum. On (B)(6) 2015, a new rv lead was implanted but the impedance values were still high. On (B)(6), a new device was implanted. The lead and the device are currently undergoing analysis.